Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported image loss during angulation issue could not be determined, however, the issue was likely caused an image sensor unit failure, the board inside the video connector, or the board inside the video connector. Alternatively, there may be a problem on the system side. The event may be detected/reduced by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". ¿inspection of endoscopic images¿ ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm etc. With normal light observation image and nbi observation image. 3. Confirm that the illumination light is coming out. (See figure 3.23) 4. Adjust the amount of light to make it suitable brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image disappears during angulation in the right and left direction but returns to normal. Additionally, noise on the image was observed during angulation in the up and down direction. These findings were due to damage on the charge-coupled device unit. Further detailing a disconnection or short-circuit of the image sensor cable. Upon further inspection, it was observed that the video connector had a crack and was deformed due to a handling problem. As a result of the deformation of the connector, watertightness was lost. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. Lastly, a scratch was observed on the bending section cover, switch 1 and on the universal cord due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope image disappears at an angle. There was no patient/user harm or injury reported due to the event.